Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue of the logged device code. The cause of the reported issue could not be determined. After clearing the codes and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.